Event description:
It was reported that during the catheter insertion procedure, the spring wire guide unraveled and a piece was retained. A surgical procedure was required to remove it. There were no patient complications.